Manufacturer narrative:
Analysis shows that this complaint is caused by stack damage by user mishandling. There is stack face delamination with associated grs wrinkle which demonstrates acoustic array area bending. The retuned catheter failed the acoustic test with dead elements in the center of the array but the catheter had passed xdcr test before releasing from manufacturing site. The user is cautioned not to bend the array area of the catheter.

Event description:
The echo image was become to be dim white and the intracardiac image could not be obtained when the acunav catheter was inserted into the cardiac cavity. The echocardiograph was changed to the back-up one but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.